Manufacturer narrative:
Patient weight is unavailable. The date of event and date of death are estimated. The device lot number and expiration date are unavailable. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure using an sls laser sheath, a superior vena cava (svc) tear occurred causing patient death. There was no allegation that the device malfunctioned, and no additional details are available.